Event description:
This spontaneous device case, reported by a consumer who contacted the company by phone, concerns a female patient. The medical history of the patient included: chromosomopathy due to alteration in pair 18, which brings as a consequence hypogonadism and learning deficit. The concomitant medications included: insulin glargine, indication for use not provided; lactobacillus, for upset stomach; cyproterone acetate + ethinylestradiol, for hypogonadism (she did not ovulate). The patient received lispro insulin (humalog), subcutaneously, does not provided (depended on what she ate), frequency not reported, for the treatment of diabetes type 1, beginning in 2007. In 2009, unk time after beginning the treatment with lispro insulin via humapen ergo burgundy pen body type (lot number 0502a03) with a clear cartridge holder attached, the patient experienced lack of control in her glucose levels with very frequent hypoglycemia (the lowest one was of 15 mg/dl). The patient entered to an intensive control plan of nutrition as a corrective treatment and she did not recover from the events. The lispro insulin therapy was continued and the physician recommended her to change the pen, because it was not working. He also indicated a detailed check of the diet. It was the patient who operated the device and she was trained by a disease educator. It was unk how long this device model and the reported device had been used. The device did not return to the manufacturer. If device is returned, evaluation will be performed to determine if a malfunction has occurred. Update 07-may-2009: according to additional information received on 29-apr-2009 by the quality area. Changed the device item and added the lot number. Updated narrative, psur comments and the correspondent fields.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.